Manufacturer narrative:
Accuracy test: the sample received was connected to the cadd legacy plus and to balance mettler toledo to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and the alarm was not activated. The cassette passed the delivery accuracy test. Other analysis: functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed.

Event description:
It was reported that cassettes created ?no disposable attached" alarms. No patient injury was reported.